Manufacturer narrative:
The pt remains on lvad support with no further issue reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was experiencing a "shock" sensation to the chest area. The intermittent event reportedly occurred when the pt was connected to the power module (tethered support) and did not appear to affect pump parameters (no alarms). X-rays images submitted to the MFR for analysis were unremarkable. The pt was stable and discharged home.